Event description:
At about 1 year and 11 months, the patient came in due to a nickel allergy. The surgeon revised all components to sensitin. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-09-2025. Gmk-sphere 02.12.0004r gmk-sphere femoral component cemented - 4r (k121416) lot. 2249227: (B)(4) items manufactured and released on 15-03-2023. Expiration date: 2028-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot. 2248084: (B)(4) items manufactured and released on 12-04-2023 expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.